Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: account is infusing ifig in 100 ml bottles. They do a series of 4 bottles. No issues with the first bottle. At changing to next bottles, within 1 to 2 minutes, upstream occlusion or air in line alarm goes off. Customer must remove the tubing, re-prime and re-load tubing, and then can continue with infusion. No injury reported.